Manufacturer narrative:
The returned device was evaluated and no bend or kink was observed in the cannula, and no defect or deficiency that would result in the cannula failing to insert correctly was found. However, the investigation did find evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.

Event description:
The customer reported that it appeared that the cannula didn't properly insert into the skin, and that the cannula was bent.